Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Reprogramming was recommended to resolve the event. No intervention was performed. The patient was stable and will continue to be monitored.